Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a 350cc mentor memorygel breast implant and experienced multiple postoperative symptoms such as the inability to sit up or move, a connective tissue disorder, fibromyalgia, and scleroderma. The diagnoses were confirmed by a physician upon examination. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: the device was visually inspected and it was found with no apparent damage. The lay community, the popular press and medical literature has raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis and syndromes which mimic systemic lupus erythematosus. Available information does not permit precise quantification of risk. Neurological problems have been reported in a small number of breast implant patients who also exhibit immunological symptoms. Mentor has completed extensive biocompatibility studies on the polymer materials used in manufacture and finished devices. None of these studies have shown any indication of inducing immune responses. Studies on carcinogenicity, mutagenicity, hemolysis, dna transfers, responses to particulate formation, etc. Have all shown these materials to be safe. Evidence suggests that such diseases or conditions are no more common in women with breast implants than in women without implants. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additionally, mentor became aware of event details that were mistakenly omitted from the previous supplemental report. In section b2, the "required intervention" section due to explantation has been selected. Section d10 for device returned to manufacturer date has also been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. Update: as a result of the patient's symptoms, she underwent a bilateral explantation on (B)(6) 2019. On (B)(6) 2019, mentor received the device for evaluation. The received device did not match the product information submitted in the initial report. However, it was confirmed that received device was the true device implanted inside of the patient. The product information has been updated accordingly within this supplemental report. A manufacturing record evaluation is in progress for finished device number 7381655. Once completed, a supplemental report will be submitted. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune reaction manufacturer's reference number: (B)(4).